Event description:
Info received indicates the device was removed in 2006, after approx four months implant duration due to infection at the ipg pocket location. Additional info has been requested. The device was explanted and returned to the manufacturer for analysis.

Manufacturer narrative:
H6 - preliminary device analysis was not available at the time of this report. A follow-up report will be sent when device analysis is complete.